Event description:
Customer reported that a patient developed a rash at the surgical site approximately two weeks following breast reduction surgery. The patient was prescribed benadryl.

Manufacturer narrative:
Date sent to the FDA: 10/03/2008. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a from will be submitted accordingly.